Event description:
Physician reported, "chronic seroma, discomfort and swelling after exercise". This relates to the left side. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Photo evaluation: visual analysis of the photographs identified. It is not possible to determine, the lot number or catalog number through the photos provided. Pain: unable to observe, since it is not related to the device. Edema: unable to observe, since it is not related to the device. Seroma-late: unable to observe, since it is not related to the device. Additional observations: yellow particles were observed, on the sell. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Physician reported "chronic seroma, discomfort and swelling after exercise". This relates to the left side. Device has been explanted and replaced with a non-allergan device.

Event description:
Physician reported "chronic seroma, discomfort and swelling after exercise". This relates to the left side. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.